Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report which discusses postoperative intraocular lens opacification. There is no indication in the report that the iol caused/contributed to the reported events for case #2. (B)(4). [(B)(4)].

Event description:
In a literature article, the authors reported case #2, a (B)(6) year old male patient with diabetes mellitus who underwent an uneventful phacoemulsification and implantation of an intraocular lens (iol) in the right eye. Later, he presented with proliferative diabetic retinopathy, retinal detachment, and vitreous hemorrhage with a vision of hand motion in the right eye. A pars plana vitrectomy (ppv) and silicone oil tamponade were performed approximately 11 months after the initial implant procedure. Postoperative course was smooth and vision was 20/120. Approximately 16 months later, the silicone oil was removed and an intravitreal air injection was performed. The postoperative vision was 20/100. However, whitish granular deposits were observed in the anterior surface of the iol confined to the pupillary zone 1 month after the intravitreal air injection and vision decreased to 20/120. The opacification and his vision were stationary in the 9 month follow-up. The authors discussed two cases (case #1 unidentified iol model) in this article and reported that both cases shared a similar situation of intraocular air injection, which might cause electrolytes imbalance and calcium deposits in the anterior surface of the iol. Other related factors, such as iol materials, systemic diseases, or postoperative chronic inflammation, might also play a role in the development of the iol calcification, especially in case #2. The authors could not confirm the true cause and material deposits in the opacification of the 2 patients, but calcium deposits were the most probable according to literature review.